Event description:
Patient called stating that he has knee pain on (B)(6). Patient is unsure if he's been implanted with a makoplasty knee. It was further reported the patient states that other surgeons and clinics refuse to see him for his knee pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown mako product. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.